Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the motor stopped during prime. Insulin squirted out and device alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor alarm during the basic occlusion test and prime test due to loose/protruded drive support disk. Unable to perform the occlusion, excessive no delivery, self test and unexpected restart error tests due to the alarm. The pump passed the displacement and operating currents tests. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.